Manufacturer narrative:
A steris service technician arrived onsite to inspect the evolution transfer carriage and found that the locking pins required adjustment. This allowed the wheels of the transfer carriage to become unlocked resulting in the reported event. The evolution transfer carriage is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The technician adjusted the locking pins, tested the unit, confirmed it to be operating according to specification, and returned it to service. The technician counseled facility personnel on the proper use and operation of the transfer carriage. No additional issues have been reported.

Event description:
The user facility reported that their evolution transfer carriage fell to the floor while an employee was unloading the sterilizer. No report of injury.